Event description:
Reporter stated that the expiration date and lot number have partially rubbed off of the strip vial. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.